Manufacturer narrative:
The cause for the (B)(6) results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The (B)(6) confirmatory (conf) assay IFU states in the limitations section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that presently available methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A nonreactive (B)(6) test result does not preclude the possibility of exposure to or infection with (B)(6)." (B)(4).

Event description:
A (B)(6) result was obtained when the customer performed advia centaur xp confirmatory testing. The patient sample was reactive for (B)(6) and was tested on the advia centaur xp confirmatory assay. The result confirmed (B)(6). A redraw sample was tested with the hbsag ii assay and the result was (B)(6).patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) confirmatory results.

Manufacturer narrative:
08/25/2015 additional information: the event log showed multiple power failures of the instrument and processor failures on the day the first sample was run. A siemens field service engineer (fse) was sent to the customer site. The fse replaced the rt sparc pcb (printed circuit board) to address the software communication event that had occurred. The apc was also replaced due to not recovering. It is highly unlikely that this event could have contributed to (B)(6) results as reported by the customer. There was also a separate event involving frequent errors on reagent probes 1 and 3. The fse replaced the acid pump due to high cv on calibrations. There is a potential that the reagent probe 3 along with the acid pump could have been the contributing factors in the (B)(6) results for (B)(6) as this method does use reagent probe 3 and acid fluidics as part of it's sampling sequence. In conclusion: the results are not reproducible. The sample run on (B)(6) 2015 was repeat reactive. However, a new sample was drawn and run on (B)(6) 2015 and the result was nonreactive. There were multiple power failures of the instrument and processor failures on the day the first sample was run. Based on the information provided, there was a possible issue with the original sample. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the positive results, pre-analytical factors can not be ruled out or possible hardware issue. The instrument is performing within specifications. No further evaluation of the device is required.